Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, an internal neptune rover component assembly began smoking. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the rover for an unrelated issue. During the service evaluation, the internal transformer assembly began smoking during testing. The transformer assembly is located inside the rover base and is not accessible to the user or patient during normal use. The assembly was replaced by the service technician, and the rover was functionally tested and returned to use.